Event description:
It was reported when inserting the locking screw, the screw did not fully seat into the plate, and a piece of metal emerged from the screw. It was also reported there were no adverse consequences to the patient. Device information for the plate is unknown. This report is related to report number 3025141-2022-00196 for the screw involved in this event.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown. Based on the information received, the root cause of the reported event could not be determined.